Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Device is not expected to return. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to misuse/mishandling during use.

Event description:
The surgeon opened reelpass lasso, primed the instrument by pulling the first meter of wire, after making first pass through the labrum, the reel would not deploy any more, suture past around 5cm. Then it was retrieved out the shoulder and it was impossible to roll any more through. The product was discarded and another one opened.